Event description:
It was reported that during an inspection a leak was found.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation found that the pump was leaking, establishing a relationship with the reported event. The root cause was determined to be a defective pump. A review of the manufacturing records found that the product met specifications at the time of manufacture. A complaint history review found other similar incidents in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.